Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance on a trilogy o2 device. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the manufacturer's service technician observed a communication between the host and the oxygen blending module (obm) was lost code was found in the ventilator's downloaded error log. The manufacturer's service technician replaced the device's obm printed circuit assembly (pca) and interface pca boards to address the issue. Additional findings not related to the malfunction/issue the manufacturer's service technician proactively replaced the following parts on the trilogy o2 device: detachable battery, trilogy o2 preventative maintenance (pm) kit, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/o2 flow sensor assembly, 200/o2 tubing kit, power cord, oxygen blender manifold, and oxygen blender purge fan. After all the parts was replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks for this device. The manufacturer's service technician determined the device was operational, and it was cleaned.